Event description:
It was reported that during a tumorectomy on lung tissue, the device did not form staples on the second reload cartridge. The surgeon used a competitive device to complete the procedure. There was no patient consequence.